Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(6). Investigation summary ==> the complaint device was received at the service center and evaluated. It was reported that the unit, fms vue pump - shaver box does not work anymore. Per operational and diagnostic, the reported failure was confirmed and remedied by the service center.   As a potential cause cannot be associated to manufacturing, therefore a manufacturing record evaluation is not required.   During evaluation, the unit has been verified and remedied using the test functional, in the ending it was modified software, and also the device stop to working since the motors stop. The repair and testing of the unit was completed per the service manual, bringing the unit back to full functionality. The unit passed the functional test after the software upgrade, the possible root cause for the reported failure was thus identified as the device stop to working since the motors stop intermittently.   At this time, no corrective action is required, and no further action is warranted, as the device was repaired and is fully functional. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. UDI:(B)(4).

Event description:
It was reported by the affiliate via phone that the fms vue pump - shaver box does not work anymore. No additional information was provided.